Manufacturer narrative:
Date sent to the FDA: 05/26/2017 additional information: b7 additional b5 narrative: it was reported that following insertion the patient experienced vaginitis and stress urinary incontinence.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This MFR #2210968-2017-31404 follow up 1 has been submitted upon request from FDA to submit a missing MFR MDR report. Additional b5 narrative: it was reported that following insertion the patient experienced vaginitis and stress urinary incontinence.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced undisclosed injuries. It was reported that the patient underwent multiple revision surgeries on unknown date. No additional information was provided.